Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es, the user was unable to retrieve any data from the station. The customer stated that the malfunction occurred when the user was trying to issue the medication to a patient and there was a delay in the dispensing of the medication. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes: a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the user attempted to access data from the specified station but was unsuccessful in retrieving any information. A technical support specialist (tss) dialed into the station to review the data synchronization debug logs and identified an error requiring a manual recovery process. During recovery, a retry error was encountered with the query, which was resolved using knowledge article "retry mode: insert into tx. Transactionsession". The data synchronization was monitored and appeared stable. Further checks on the server via the device activity report showed the last transaction dated (B)(6) 2025, and medication application logs confirmed no activity since then. A call was made to customer to confirm the issue, and she was informed that a report had already been generated for the station, showing transactions. The customer confirmed that data was now accessible and authorized closure of the case. The system functioned as intended after the technical support specialist troubleshot the issue of the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es, the user was unable to retrieve any data from the station. The customer stated that the malfunction occurred when the user was trying to issue the medication to a patient and there was a delay in the dispensing of the medication. However, there were no adverse events or injuries reported based on this event.